Event description:
The pump was not functioning. The pump was explanted and replaced in 2003. It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is available.